Event description:
Had a st. Jude defibrillator implanted october 1. Started having pain in chest, neck, shortness of breath, low blood pressure october 2. On october 11 admitted to hosp lead wire had pierced heart bleeding into pericardium sac. FDA safety report ID#: (B)(4).